Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: insulation cracked. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a crack due to possible user misuse, normal wear, or improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. MFR date: 07/09/2015. (B)(4).

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that insulation was damaged.